Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ns9008) was implanted via lumbar peritoneal shunt on unknown date with unknown setting. On unknown date, an attempt was made to change the set pressure, but the set pressure could not be changed from 170mmh2o. Since shunt failure was suspected, the valve was removed and replaced on (B)(6) 2023. Moreover, according to the physician's comment, the patient often uses a massager, which may have caused the valve to break. Based on information provided, it is unknown if the patient presented with signs and symptoms of valve malfunction.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot cmfckp, conformed to the specifications when released to stock. Failure analysis -the valve was visually inspected: biological debris was noted around the ruby ball, the cam mechanism is dislodged, cut/tear in the silicone housing around the siphon guard. The position of the cam when valve was received was not possible as the cam mechanism was dislodged. The valve was hydrated. The valve could not be tested for programming due to the dislodged cam mechanism. The valve was flushed and was occluded at the ruby ball. The valve could not be tested for leak, reflux, and siphon guard due to occlusion. The valve could not be pressure tested due to the dislodged cam and occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the ruby ball and the seat of the ruby ball. The cam magnets were controlled and passed. The root cause for the for the cut/tear in the silicone housing, could be due to ¿the patient often uses the massager, which may have caused the valve to break¿. The root cause for the dislodged cam mechanism could be due to ¿the patient often uses the massager, which may have caused the valve to break.¿ the root cause for the occlusion issue noted during the investigation, is due to biological debris on the ruby ball. The root cause for the programing issue reported by the customer is due to the dislodged cam mechanism. .

Event description:
N/a.